Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar's jaw broke and got stuck in trocar while attempting to pull it out of the trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of bent grips to be related to the customer reported complaint. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a .0345¿ offset at the tips. Bent grip with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Additional findings not related to customer reported complaint: the instrument was found to have a broken conductor wire at the distal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests but failed electric continuity and energy delivery tests. Visual inspection found no thermal damage. No portion of the conductor wire insulation is missing. The instrument was found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. The instrument passed recognition, engagement but failed electrical continuity and energy delivery tests. No signs of thermal damage were observed.